Manufacturer narrative:
The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip and keypad assembly peeling.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the foil from a button detached. Customer's blood glucose was 167 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.